Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead thresholds increased over the lifetime of the device. The lead was capped and replaced. It was noted the patient was growing so the physician opted to place a new longer lead and attempt his bundle pacing. No patient complications have been reported as a result of this event.